Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ECG stopped working around 7:15am and no dead/low battery alarm was heard. The ECG signal was offline from approximately 6:00-7:00 am. There was no patient harm and no emergent care as a result of this.